Event description:
It was reported that the patients s3 lead had migrated. X-ray imaging was performed to confirm the issue. Surgical intervention was undertaken on (B)(6) 2024, where the system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.